Event description:
Patient was found on floor of room. When staff entered room there was no alarm sounding. Tabs bed alarm was hooked up properly, but not sounding.what was the original intended procedure?the alarm to sound when when patient attempts to get up.device #1is this a laboratory device or laboratory test?no.